Event description:
It was reported that for the past week the pt is no longer able to hear. The entire external equipment was exchanged but did not bring any improvement to the situation. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.